Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced inappropriate loss of power. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. The device was used only for monitoring the patient. The customer advised that each time the device was manually powered on, the device powered itself off. There was no report of an adverse patient outcome, however there was a 10 minute delay while obtaining a second monitor from the truck.